Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was over 600 mg/dl at the time of the incident. The customer's blood glucose was 244 mg/dl at the time of call. The customer's blood glucose was 383 mg/dl at the time of hospitalization. The customer stated that the hospital was providing insulin. The customer stated that the paramedics were called for high blood glucose of over 500 mg/dl prior to the hospitalization. The customer also reported that she experienced nausea. The time of the hospitalization was 9pm and the date of the hospitalization was (B)(6) 2015. The customer stated that the drive support cap appeared normal. The customer declined to troubleshoot. The insulin pump will be returned for analysis.